Event description:
It was reported that three days post implant, it was found that the lead had been pulled because the anchoring sleeve had become loose. The lead was revised but then several days later a pericardial effusion was confirmed and drainage was done. The lead remains in use and the patient remains hospitalized under observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). A 5086mri implantable pacing lead, (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.